Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative/corrected data - date of event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3410/06554148 at proximal, tgt3710/7214351 at distal) to repair a thoracic aortic aneurysm with diameter of 70 mm. A conduit on the left femoral artery was used for access. The devices were deployed with no reported issues. The patient tolerated the procedure. After the procedure on the same day, the patient developed paraplegia. It was reported that the paraplegia was related to the procedure. Spinal cord drainage and steroid therapy was performed to treat the paraplegia. On (B)(6) 2010, the patient was discharged. There remained mild paraplegia. A diameter of the aneurysm was 70 mm. It is unknown whether endoleak was present because computed tomography (CT) was not performed. On (B)(6) 2012, two year follow-up examination showed that the paraplegia remained. A diameter of the aneurysm was 51 mm. On (B)(6) 2013, three year follow-up examination showed that the diameter of the aneurysm was 52 mm. No further information about the paraplegia was provided. On (B)(6) 2014, four year follow-up examination showed that a diameter of the aneurysm enlarged to 60 mm. It is unknown whether endoleak was present because non-contrast CT was performed. On (B)(6) 2015, five year follow-up examination revealed a proximal type I endoleak. The diameter of the aneurysm was 54 mm. On the same day additional endovascular procedure was performed whereby two conformable gore tag&#59412;thoracic endoprostheses were implanted to treat the proximal type I endoleak. It is unknown whether the proximal type I endoleak was resolved. No further information is available.